Event description:
It was reported to philips that the system's l-arm rotation cover was at risk of falling. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported the l-arm cover may fall. No further information regarding the issue has been provided. No service has been performed by philips since the customer logged the wrong case. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.